Event description:
Customer used the gum proxabrush interdental cleaners for a while now. They noticed that the tiny bristles are coming off the brush, just leaving the wire. They were concerned about the safety since they are so tiny.